Event description:
It was reported that a tandem mobi cartridge alarm occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating no serious adverse impact. Technical support confirmed cartridge alarm 30 and addressed the issue by arranging for a replacement pump. The customer will continue to use the current pump until the replacement arrives and was informed about the steps to take upon receiving the new pump.